Manufacturer narrative:
DHR is not available at the time of this report, a follow-up report will be submitted with the DHR. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 6 devices were involved in this case: 1222780-2024-00038, 1222780-2024-00039, 1222780-2024-00041, 1222780-2024-00042 and 1222780-2024-00043

Event description:
It was reported that on (B)(6) 2023, the patient was on the table under anesthesia, and the reader distance on the screen was jumping around from near to far uncontrollably both in loop and pencil probe settings. 4 separate probes were tried and two readers were tried unsuccessfully. Ultrasound was brought in to find the tag and was unsuccessful as well. Troubleshooting such as checking the probe connection with the drape, turning on/off to recalibrate, and removing the system from resting on metal was all tested unsuccessfully. An incision was already made to the patient when the issue occurred. The patient will be returning for a mastectomy at a later date. No additional information available.